Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak and aspiration testing. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This malfunction was identified to be the cause of the allegation. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath had air present during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the farawave catheter was inserted into the sheath and aspiration was attempted air was observed in the sheath flush line and the aspiration syringe. The sheath was aspirated using three 20cc syringes. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath had air present during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the farawave catheter was inserted into the sheath and aspiration was attempted air was observed in the sheath flush line and the aspiration syringe. The sheath was aspirated using three 20cc syringes. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.